Event description:
It was reported that the patient presented in hospital for an unrelated condition. Upon interrogation of the implantable cardioverter defibrillator over-sensing due to crosstalk was observed. Programming changes were made. The patient was stable.